Event description:
It was reported that, during inspection prior to use, the image on the bronchofibervideoscope displayed a black image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.